Event description:
It was reported a was sable spacer was removed from a patient who then later died.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Manufacturer narrative:
The device was not available for evaluation. In the initial surgery, the patient had a prior kyphoplasty with cement at t12, which was the superior vertebral body of the site of intended interbody fusion. It is unknown what screw system was present in the patient due to the kyphoplasty. The initial procedure was on thursday, (B)(6) 2025. A sable spacer was placed at t12-l1 with supplemental fixation using the revere stabilization system. In the days after surgery, the patient complained of pain. A revision case was performed the following monday, (B)(6) 2025, to remove the implant. The implant was removed without issue, however in the following days after surgery the patient passed away. Imaging of the surgical site was provided. In the imaging, the sable spacer appears to be in an expanded state. The implant appears to be subsided into the t12 vertebra with the distal tip of the implant angled caudally, with implant endplates not parallel to the t12 or l1 vertebral endplates. It appears that the t12 vertebra may have fractured, but this cannot be definitively determined based on the provided imaging. No determinations could be made as to the cause of the reported issue. The following sections have been updated: b4; d6b; g6; h2; h3; h6; h10.

Event description:
It was reported a was sable spacer was removed from a patient who then later died.